Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that vessel dissection occurred. In (B)(6) 2017, the patient presented due to stable angina and coronary angiography was performed. Target lesion #1 was located in the mid left anterior descending artery (lad) with 95% stenosis and was 12mm long with a reference vessel diameter of 2.75mm. Target lesion #1 was treated with pre-dilatation and placement of a 2.75 x 16 study stent. However, post stent deployment, a distal edge dissection was noted which was treated with placement of a 2.75 x 12mm study stent. Following post-dilatation, the residual stenosis was 0%. Target lesion # 2 was located in the proximal right coronary artery (rca) extending to mid rca with 99% stenosis and was 25mm long with a reference vessel diameter of 2.25mm. Target lesion #2 was treated with pre-dilatation and placement of a 2.25 x 24mm and 2.25 x 16mm study stents. Following post-dilatation, residual stenosis was 0%. Two days later, the patient was discharged on dual antiplatelet therapy (asa and plavix).